Manufacturer narrative:
A1,2,3,4;b6,7;d10: infor unavailable. 8/20/96 1540 courtesy call to risk mgmt. 8/20/96 1520 was told to call sharyn prior tomorrow. 8/21/96 after 9am. Tkb 8/21/96 1440 sharyn said she had no pt info. Tkb 8/21/96 1450 nncl sent. Tkb g4: info unavailable f1: user facility should not have been selected. No medwatch was received from user facility. G3: health professional was incorrectly selected on initial medwatch

Event description:
The device was used during a laparoscopic cholelcystectomy. The 355l would not stay armed. Also, it did not appear the safety shield was retracting back far enough. There was no consequence to the pt. On 8/13/96 rep reports another 355l was opened to complete the procedure.